Manufacturer narrative:
(B)(4). No further information other than the initial event description provided in this report has been made available to rayner at this time. Rayner intraocular lenses limited are currently liaising with the (B)(4) distributor to obtain additional information to facilitate further investigation of the reported event. Without the ability to examine the device and without clear event details being provided a failure mode and root cause cannot be ascertained. Any additional information received and the results of any supplementary actions undertaken by rayner will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided to rayner indicates that the nozzle broke during insertion of the iol into the eye.